Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is based on the customer's report of "(B)(6) 2026". All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer reported that the sensor high glucose alarm did not sound, and the customer was unaware of changes in glucose levels. The customer experienced a loss of consciousness and had contact with an unspecified third-party who helped the customer regaining consciousness and then called the customer's daughter who is nurse. Upon arrival of the customer's daughter (nurse) they obtained an unspecified high reading on an unspecified blood glucose meter and provided an unspecified liquid for treatment. There was no report of death or permanent impairment associated with this event.